Manufacturer narrative:
The customer's complaint that the autopulse nxt platform (sn (B)(6) flashed a yellow triangle alert indicator was confirmed based on an archive data review, but not confirmed during functional testing. The reported complaint was not reproduced during the testing, and the nxt platform functioned as intended. The archive data indicated fault 1210 (fault_motor_sensor_low_during_compress): motor current too low during compression hold, thus confirming the customer complaint. This fault caused the yellow triangle indicator to flash. However, the fault was not reproduced during the functional testing. The autopulse nxt platform passed the functional testing without errors. The platform was further tested using the mztf (medium zoll test fixture) with multiple batteries until they were fully discharged without any errors or faults. Following the service, the autopulse nxt platform passed both the compression test and the final test without issue.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca. For g4: PMA/510(k): premarket submission number not available/not released.

Event description:
During the patient call, the autopulse nxt platform (sn (B)(6)) displayed a flashing yellow triangle alert. Rosc was not achieved, and the patient died. Per the reporter, the patient had additional medical complications. No further information was provided. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device. The downloaded performance report from the nxt platform showed fault code 1210 (fault_motor_sensor_low_during_compres).